Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology and noise. The sensing vector at the time of the shock was set to the secondary sensing vector. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.